Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 560 mg/dl and 463mg/dl. Customer was treated with syringe for high blood glucose. Customer also had blood glucose of 334 mg/dl, 156 mg/dl, 384 mg/dl, 196 mg/dl and 287 mg/dl. Customer was using auto mode during reported event. Insulin pump will not be returned for analysis.